Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00279: screw 1; 3025141-2018-00280: screw 2.

Event description:
A polarus rod had to be removed because two proximal screws broke post operatively which resulted in loss of fixation/reduction of the fracture.